Manufacturer narrative:
In follow-up of the reported event drager has received the following information: a hospital's biomed has identified entries in the error log that point to an issue with the motor position supervising system. The hospital has not signed a service contract with drager; the respective functional unit has been replaced by the biomed himself and the device is back in use with no further problems reported since then. Drager has neither received the log file nor the replaced part for evaluation and thus, a reliable conclusion can't be drawn. However, since the repair exchange has obviously solved the problem dräger has no reason to put the hospital's own expertise in doubt.

Event description:
Please refer to initial MFR. Report #9611500-2016-00317.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no patient injury reported.